Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a device changeout procedure, the patient's lead would not go into the replacement implantable pulse generator's (ipg) ventricular port. The ipg was removed and replaced during the procedure. No patient complications have been reported as a result of this event.